Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
[Oral-b/power oral care refills] brush heads come loose in mouth when brushing [device breakage]. Case narrative: the consumer reported via phone that the brush heads came loose in mouth when brushing. No injury was reported. Follow up: concomitant batch lot number updated.

Event description:
[Oral-b/power oral care refills] brush heads come loose in mouth when brushing [device breakage]. Case narrative: the consumer reported via phone that the brush heads came loose in mouth when brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.